Event description:
The ge oec 9800 fluoroscopy system had physicist measurement descrepency. System exceeded 20r/min regulated does output. Found during inspection.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-calibrated the system to operate within the regulatory limitations. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.